Event description:
It was reported that multiple gauges of needles were found in the boxes of bd nokor¿ admix needles. The following information was provided by the initial reporter: "boxes have multi gauge needles."

Manufacturer narrative:
Date of event: unknown. Investigation summary: it was reported the boxes have multiple gauge needles. To aid in the investigation, one opened shelf box with eighty nine units in sealed packaging blisters was received for evaluation by our quality team. Each sample was visually inspected and no defects or imperfections were observed. All the units are the sample gauge and product. A device history record review was completed for provided material number 305216, lot number 1049056. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.